Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in an hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed since the device was not returned for evaluation and images or radiographs were not provided. (D10) concomitant device(s): 4105777 180-01-50 - crown cup,cluster-hole gr.50.

Event description:
It was reported that this 66 y/o female patient's hip was revised approximately 8 years post op initial surgery. Product explanted due to polyethylene wear.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: health effect - clinical code, investigation conclusion.